Event description:
During the rotablator procedure, the distal tip of the rotablator wire dissected off into the first obtuse marginal. Attempts at retrieving the wire with a snare were unsuccessful. The patient was taken for emergent coronary artery bypass graft (CABG) and retrieval of the wire fragment from the obtuse marginal coronary artery.